Event description:
It was reported to boston scientific that the delivery handle broke away from the catheter, so they could not deploy the wallflex stent. They took the catheter out of the scope and used a different size catheter.

Manufacturer narrative:
As the unit has not been returned since it was disposed of, we could not perform a device analysis. All wallflex enteral colonic 30/25x 12 230cm units shipped for the batch conformed to the preventive measures / current controls as per product specification for wallflex enteral. When reviewed in 2009 the cis noted that there have been similar complaints reported for the as reported defect of sheath detach from t connector / valve body within a 15 month time period of late 2007 to 2009 giving a frequency of 134 ppm (parts per million). At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. A review of complaints reported for this product family for the primary as reported defect sheath detach from t connector / valve body found a neutral trend for the period of late 2008 to 2009. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc design & manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. Product unavailable for analysis.